Event description:
It was reported that, this left ventricular (lv) lead exhibited loss of capture (loc), high pacing thresholds and the patient experienced phrenetic stimulation. The technical services (ts) assisted the health care professional (hcp) with the phrenic stimulation test with suggestions on different positions and vectors to ensure proper outputs, additionally, x ray was recommended. The hcp will talk to the cardiology about the best settings to proceed with. This lv remains in service. No adverse patient effects were reported.